Manufacturer narrative:
(B)(4). Date sent: 2/10/2020. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. In addition, the jaw was not missing as reported. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws were broken off when cutting the vaginal stump. No pieces fell off into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. The surgeon requested to check if there were any missing parts. No further information is available.